Event description:
Patient had epidural catheter tip break off inside of their epidural space and needed surgical intervention to remove. Since then, we have seen two other catheter tips easily break after being pulled. FDA safety report ID # (B)(4).